Event description:
The customer reported the system experienced communication errors. This error is likely to result in a system lock up or prevent the sys from booting to a usable state. There is no report of pt injury or death.

Manufacturer narrative:
The customer canceled the svc call.